Manufacturer narrative:
It is noted that the medical reasons are not device related. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The recipient's device was reportedly explanted due to pseudomonas infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: a1. This device was reportedly explanted for medical reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.